Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip burned out at 33,505 joules of use; the case was continued using a second fiber, which also was reported to have a burned tip at 17,280 joules of use. The case was completed by turp. This report is for the first fiber used. There was no injury to the patient reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap region burnt and melted; fiber cap remains intact and attached. Exhibits a drilled through condition. The fiber cap exhibits burnt detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition has the potential to result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber.